Event description:
It was reported that during a knee arthroscopy the quantum 2 sys stopped working. Details regarding how the procedure was completed were unavailable. No pt complications were reported as a result of this event.